Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 11 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 4 device investigation types have not yet been determined.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. - 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 11 previously reported events are included in this follow-up record. Product return status 10 devices were received. 1 device was not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 11 device investigation types have not yet been determined. 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact.